Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a channel error occurred during transportation of a patient receiving a propofol infusion. The patient reportedly began to wake up and was pulling at the breathing tube. The module was reprogrammed and the infusion was restarted. There was no patient harm.